Manufacturer narrative:
Product complaint #: (B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The single complaint was reported with multiple events. There are no additional details regarding the additional patient events. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please confirm the specific number of patient events/ procedures. Have any of these events/procedures been previously reported to ethicon? If yes, please provide complaint file number/ affiliate number. For each patient event please provide additional complaint details: event date, product code and lot number involved, procedure, event description, qty involved? Was there any adverse patient outcome? If yes, was there any medical or surgical intervention performed, was procedure completed successfully and how? Any sample return, etc? Event description, event occurrence, product code and lot number, event date, procedure name. Patient consequences/ae report if any? Any medical/surgical intervention or treatment provided to patient post-op? Total qty of sutures involved? Sample return, if any?

Event description:
It was reported that the patient underwent subcutaneous port placement or subcutaneous port removal on an unknown date and suture was used. During the procedure, the needle was prematurely popping off. The case was completed with another device from a different lot number. There were no adverse patient consequences reported.